Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that communication errors 238 (scope communication error) and 380 (endoscope not connected) occurred during preparation for use, involving an olympus rigid video laparoscope. There was no patient involvement reported.